Event description:
Had spinal fusion on august 20th. Revision surgery on sept 3rd revision surgery. On january 19 another revision surgery. Nuvasive tlif titanium expandable interbody cage. So failed twice. (B)(6) office. Does not allow for two surgeries replaced twice. Lots but not important to the case. FDA safety report ID# (B)(4).